Manufacturer narrative:
Corrected information: d9, h3, h6 device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Two sections were returned. The first section was 43 cm long with a distal end. The second section was 65 cm long with no distal end. Both sections were found to be patent with air and swi. Internal complaint number: complaint-(B)(4).

Manufacturer narrative:
Pending return of device for analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. (B)(4).

Event description:
Sales representative contacted technical solutions in order to report a catheter revision that was performed due to the physician not being able to aspirate during a cap study. The cap study was performed due to the patient reporting that they hadn't been receiving pain relief since their implant. The physician believed that the catheter was occluded. No significant volume discrepancies were observed.